Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012 and an absorbable adhesion barrier was used. During the procedure, extensive bowel adhesions of the uterus were noted and concomitantly, the patient underwent a lysis of adhesions. The patient experienced continued abdominal and pelvic pain. The patient complained of adhesions. On (B)(6) 2012, the patient was considering ivf and underwent a hysteroscopy at the recommendation of an infertility specialist. The patient was told of scar tissue which was removed. On (B)(6) 2013, the patient experienced an ectopic pregnancy and was prescribed methotrexate to eliminate the ectopic pregnancy. In order to attempt a second ivf, the patient underwent a pelvic MRI on (B)(6) 2013 and a hsg in (B)(6) 2012. Another hysteroscopy was performed on (B)(6) 2013 and scar tissue was removed.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.